Event description:
The customer reported to philips that the balance weight of the scopomat lead apron, that is used to keep the scopomat counter balanced in case of the lead aprons are detached, fell on a patient's shoulder. According to information received, the patient's shoulder was cooled with an ice pack. The investigation showed that the balancer weight was not parked in its parking holder; it was put on the scopomat cover by the operator and fell on the patient when the table was tilted into horizontal position.

Manufacturer narrative:
The technician did not notice that the counter was not positioned correctly at the designated place until it fell down, but is aware of the correct storage. The event occurred due to a user error. The investigation showed that the balancer weight was not parked in its parking holder; it was put on the scopomat cover by the operator and fell on the patient when the table was tilted into horizontal position the customer clarified that the weight does not fall down, if it is correctly placed on counter weight strip. The system is working as specified. No further action required.